Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No alarm during prime noted. The insulin pump had a scratched display window.

Event description:
It was reported that the insulin pump is stuck in prme rewind. The insulin pump alarmed during the prime process. Customer 's blood glucose reading is 81 mg/dl. The drive support cap is protruded. Customer received the notification letter. Advised that the insulin pump will be replaced. Nothing further reported.